Event description:
It was reported the customer had a vibrate anomaly on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit failed to vibrate during self test due to broken black wire on vibrator motor. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.